Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection and contamination. The crt-d is no longer in service. No additional adverse patient effects were reported.